Event description:
Balloons passed down channel of gastroscope. Balloons insufflated per manufacturer recommendation. Balloons failed to keep pressure, saline leaking out. Both balloons removed from sterile field.